Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: the returned battery cap was able to tightly to secure to the pump. There was no damage found to the battery compartment. There was evidence of partially discharged batteries observed in the black box on 11/15/2014. The current draws were found to be within specifications. The pump case was removed and there was no evidence of moisture or loose components found inside the pump. The reported "battery life" issue was not duplicated during investigation. Unrelated to the complaint, the text on the display screen was found to be dim and discolored.